Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. Complaint conclusion. It was reported that the physician used three 6/7f mynxgrip vascular closure devices (vcd) with a 6f unknown sheath. However, after shuttling down the device the advancer tube never dropped and the sealant did not deliver down. There was no reported patient injury. Hematoma (6cm or less) was reported. Manual compression was held for 30 min or less to achieve hemostasis. The intended procedure was interventional peripheral. The access site was the femoral artery with a medium stick location. 11569-3 the device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1706703 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken. Without the return of the device for analysis, the reported event could not be confirmed. Per the instructions for use ¿hematoma¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that the physician used three 6/7f mynxgrip vascular closure devices (vcd) with a 6f unknown sheath. However, after shuttling down the device the advancer tube never dropped and the sealant did not deliver down. There was no reported patient injury. The product will be returned for analysis. Hematoma (6cm or less) was reported. Manual compression was held for 30 min or less to achieve hemostasis. He intended procedure was interventional peripheral. The access site was the femoral artery with a medium stick location.